Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, pt experienced discharge, bleeding, pain, erosion and a vaginal fistula. Pt reported the sling was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and pt is unable to determine the specific relationship of the device to the event.